Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to oversensing of non-sustained ventricular tachycardia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The setscrew marks on the connector pin were too proximal. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Concomitant product: 383059 lead, implanted: (B)(6) 2008; 419478 lead, implanted: (B)(6) 2008. (B)(4).